Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 200 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 83 and 84 mg/dl. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer also states that he had his lab work done at his doctor's office and received a reading of 243 mg/dl but when he ran a blood test at home, within 30 min., he received a reading of 84 mg/dl. Customer has not had any recent changes in diet, exercise, or medications. Customer takes lantus and apidra (insulin) for diabetes management.